Manufacturer narrative:
Device evaluation: broken on anterior side assessed as surgical impact opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations ¿ observed non penetrating nicks on the device. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and textured to smooth due to the patient concern of the implant. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and textured to smooth due to the patient concern of the implant. The device has been explanted.

Manufacturer narrative:
Continued e1 additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.